Event description:
On december 28, 2020, genmark was advised of unexpected negative results, for sar-cov-2 on the rp2 panel tested on december 18, 2020. ID (B)(4), first pass testing showed detection for adenovirus, hrv/ent, and sars-cov-2 targets. When the sample was repeated, only the hrv/ent repeated. Review of the raw data from first pass rp2 testing confirmed that the generated signal for the sars-cov-2 target was near cutoff. The sample was repeated on a unspecified comparator method which generated a positive call for the sars-cov-2 target. Analysis: · internal review of qc release data for affected eplex rp2 panel lot (lot no. 5378413) confirms the consumable lot successfully met the established qc release specifications. · review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. · no run malfunction was observed and the eplex instrument (serial # (B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for (B)(4) documented in the record #(B)(4).